Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing/no atrial sensing. On 03may2016 and 19may2016 possible atrial undersensing was observed in stored episodes. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial lead was noted to be undersensing intermittently during recorded episodes of atrial tachycardia/atrial fibrillation. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.